Event description:
During a mastectomy case it was reported by the surgeon that the plasmablade was arcing while utilized in coag mode. The facility is utilizing the pb on cut 6 coag 8. When the device was activated it was believed to have been being activated on tissue or directly above in anticipation of touching tissue however, the surgeon could not officially clarify. Surgeon completed the case with the generator and device with no patient impact.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: surgeon reports arcing when using coag feature, and weak cut performance. There were no injuries. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ 3.0s product number: ps210-030s lot number: fl50851205 expiration date: 2017-11-01 quantity returned: 1 testing performed: device packaging inspection: -plasmablade¿ 3.0s device received inside a fedex shipper box with no packaging to fill the negative space and within a single biohazard bag. -tyvek® lid returned; the device information was confirmed against the information listed within gch. -no paperwork was provided. Device visual inspection: -device is used with dried blood and coagulum inside the finger grip suction lumen, the suction opening is for the evacuation of smoke and fluids however not for tissue as this may cause the suction opening to become occluded, figure # 2. -electrode is bent, figure # 1. -suction tubing cut off from the device. -there are no visual signs that relate to the reported complaint description. -both cut and coag buttons have a definitive tactile feel. Functional inspection: -plasmablade¿ 3.0s was connected to the complaint lab pulsar® generator and the expected e5 error code, end of life, was displayed confirming the device had been successfully activated by a pulsar® generator prior to complaint investigation. -the device was tested for functionality via activation in grounded saline at cut setting-2 and coag setting-1 producing acceptable results. -the device was tested for performance using chicken for ten minutes total activation time enabling alternation between modes at cut setting-10 for 5 minutes and coag setting-10 for 5 minutes producing acceptable results. -the device was tested for performance using chicken for two minutes cut setting-6 and coag setting-8, settings utilized during the case, producing acceptable results with no observation of device arcing. -¿the device is acceptable if the ¿glow¿, plasma field, around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are independently actuated¿ which was observed during functional inspection and is representative of normal operation. Lhr review: a review of the lhr for lot # fl50851205 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment during complaint investigation when tested according to the IFU recommendations. The device was tested for functionality and performance and met the product specification requirements. A plasma field was present at the electrode and sound and function of the generator was representative of normal operation. The device responded normally during functional inspection in grounded saline, chicken testing, and when connected to the generator for all activations. No visual, functional or performance malfunctions could be identified during the investigation. No conclusions could be made on the cause of the failure because the failure could not be reproduced. The complaint will be tracked and trended in gch. Reference documents: 42-10-1020 rev. E ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1369 rev. G ¿ product specification and quality plan ¿ plasmablade¿ 3.0s <(><<)>(><(>&<)><(><<)>)> 3.0p lbl-00166 rev. C ¿ plasmablade¿ 3.0s ¿ IFU ¿ instructions for use 70-10-1433 rev. B ¿ pulsar® generator operators manual 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: eqp#: 7175 control company ¿ lap top timer eqp#: 6793 pulsar I generator eqp#: 7058 eeprom bypass connector system approach: through the evaluation of the returned generator and device it was determined that both components functioned as intended. The reported issue was confirmed to exhibit arcing, however this is the normal functionality of the system, and not a malfunction. The likely cause of the reported issue is that the environment of the or, or the manner in which the system was utilized caused or contributed to the reported incident. (B)(4).

Event description:
During a mastectomy case it was reported by the surgeon that the plasmablade was arcing while utilized in coag mode. The facility is utilizing the pb on cut 6 coag 8. When the device was activated it was believed to have been being activated on tissue or directly above in anticipation of touching tissue however, the surgeon could not officially clarify. Surgeon completed the case with the generator and device with no patient impact.

Manufacturer narrative:
(B)(4). Product scheduled for return but not received by manufacturer for inspection. Eval code results: product scheduled for return but not received by manufacturer for inspection. Eval code conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.